Event description:
It was reported necrosis occurred. Oncozene microspheres were selected to treat hepatocellular carcinoma (hcc) on (B)(6) 2020. There were no device performance issues. A follow-up CT scan on (B)(6) 2020 showed extensive necrosis and infarction to the right lobe.